Event description:
Patient's representative reported, rheumatic complaints and burning breast pain" the device has been explanted and replaced. This relates to the left side. Patient representative reported rheumatoid arthritis, psoriasis arthrosa (involving fingernails), fibromyalgia, capsular contracture (baker grade not provided), enlargement of the lymph nodes. Diagnosed by ultrasound . Fibromyalgia, psoriasis arthrosa and rheumatoid arthritis is not considered device related.

Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown and lymphadenopathy.